Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced urinary incontinence, questionable prolapse urge incontinence, urinary problems, bowel problems, recurrence, and organ perforation. (B)(6) 2012: blood in urine and frequent urinary infections. (B)(6) 2013: blood in urine, frequent urinary infections, painful urination. 3rd degree rectocele and urge incontinence.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials.(B)(4).